Event description:
It was reported that during the attempted implant of the transcatheter aortic valve evfxplus-34, a pre-implant balloon dilation was performed using a 23 mm non-medtronic balloon. Upon the initial deployment attempt, the valve did not expand properly. Additionally, there was a suspected infold in the valve frame, possibly issue due to calcification. An additional pre-implant balloon dilation was performed with a 26 mm non-medtronic balloon. A new 34 mm valve was then prepared and implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-34 (lot: 0012358638); product type: 0195-heart valves; implant date: non-implantable device product ID l-evolutfx-34 (lot: 0012291306); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay occurred in result of the infold.

Event description:
It was reported that during the attempted implant of the transcatheter aortic valve evfxplus-34, a pre-implant balloon dilation was performed using a 23 mm non-medtronic (vacs iii) balloon. Upon the initial deployment attempt, the valve did not expand properly. Additionally, there was a suspected infold in the valve frame, possibly issue due to calcification. An additional pre-implant balloon dilation was performed with a 26 mm non-medtronic (vacs iii) balloon. A new 34 mm valve was then prepared and implanted successfully. No patient complications have been reported as a result of this event. Additional information was received that a procedural delay occurred in result of the infold.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 additional codes product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received via ups, in a return kit fully submerged in clear 0.2% glutaraldehyde solution. The valve was discolored, showing evidence of blood contact. All leaflets were flexible and intact; no tears or damage were found. Leaflets l1 and l3 were in the open position. L2 was in the closed position. All commissures appeared intact. No signs of damage. The valve was submerged in a warm (approximately 37 °c) saline bath to expand the frame. The valve was placed in a cold saline bath to perform a deployment simulation as per the instructions for use. Upon loading, the frame paddles were seated within the paddle attachment pockets. The capsule was advanced, covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no in-fold was noted during this step of the loading process. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. To evaluate against the reported event of infolding, the valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture without issue. The valve was fully deployed. No infolds were noted during the deployment simulation and the valve deployed to full expansion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.